Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('the left occlusion wire is not in the fallopian tube.') In an adult female patient who had essure inserted for female sterilization. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant). Essure treatment was ongoing at the time of the report. At the time of the report, the device dislocation outcome was unknown. The reporter considered device dislocation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2010: 1. Successful right fallopian tube occlusion. 2. The left occlusion wire is not located in the fallopian tube. There is free spill from the left fallopian tube into the pelvis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-jan-2021: mr received:" previously reported event injury to herself replaced with event the left occlusion wire is not located in the fallopian tube and made medically significant. Reporter and lab test added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('the left occlusion wire is not in the fallopian tube.') In an adult female patient who had essure inserted for female sterilization. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant). Essure treatment was ongoing at the time of the report. At the time of the report, the device dislocation outcome was unknown. The reporter considered device dislocation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: 1. Successful right fallopian tube occlusion. 2. The left occlusion wire is not located in the fallopian tube. There is free spill from the left fallopian tube into the pelvis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-feb-2021: quality-safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.